Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing of architect syphilis tp reagent lot 61334be01. The ticket search by lot indicates that the reagent lot(s) performs as expected for this product. A review of tracking and trending data did not identify any related trends for the product for the issue. Return testing was not completed as returns were not available. In-house testing was performed with a retained kit of lot, and all specifications were met, no false non-reactive results were obtained and found results indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect syphilis tp reagent lot 61334be01.

Event description:
The customer observed false nonreactive architect syphilis tp results on one male patient that reactive on elisa, tppa and roche platform. The results provided were: initial=0.13 s/co (< 1.00 s/co=nonreactive) /elisa and tppa=positive /roche platform=positive; michael platform=6.83 s/co; at other hospital for immunoblotting method tp17 igm and tp45 igm=weak positive, therefore, tppa igm antibody=weak positive /on sysmex platform=negative (no actual results provided) /trust=negative there was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive architect syphilis tp results on one male patient that reactive on elisa, tppa and roche platform. The results provided were: initial=0.13 s/co (< 1.00 s/co=nonreactive) /elisa and tppa=positive /roche platform=positive; michael platform=6.83 s/co; at other hospital for immunoblotting method tp17 igm and tp45 igm=weak positive, therefore, tppa igm antibody=weak positive /on sysmex platform=negative (no actual results provided) /trust=negative there was no reported impact to patient management.